Manufacturer narrative:
The pin disengaged due to a dimensional discrepancy in the pin frame.

Event description:
The device was used during a low anterior resection procedure. Reportedly, the pin disengaged into the cavity. No patient injury was reported.